Event description:
Customer stated that while using an isv 100 to transport a baby, the unit would stop cycling every time the ambulance hit a bump. There was no pt injury. The hosp's biomed found wires pulling out of the battery charger assembly and when the on/off switch was tapped, the unit would power off or on.